Event description:
Healthcare professional reported "axillary siliconoma" on the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported "axillary siliconoma" on the right side. The device has been explanted.